Event description:
It was reported that the ilet pump¿s sleep/wake button became intermittently unresponsive over several weeks, requiring connection to a charger to wake the screen, which delayed meal announcements and coincided with hyperglycemia up to 376 mg/dl; the device problem involved an unresponsive key/button and the affected component was the switch/relay. Symptoms included hyperglycemia without other clinical signs or symptoms. Outcomes included a delay to treatment. Investigation included communication with the user and analysis of information provided by the user, including a submitted video. Investigation of this case revealed an electrical problem consistent with an unresponsive button linked to the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.